Event description:
The facility representative reported "set at 200 ml per hr total rate of 300 ml. It ran for an hour and 1/2, ran for 650 total" on a flogard pump during bio-med testing. Although baxter attempted to obtain info, details were not available regarding additional contact info. According to the facility representative, no pt injury or medical intervention has been reported related to the device. No additional info was available.

Manufacturer narrative:
The device has been received for eval, however, eval is not complete. A follow-up report will be filed upon completion of the eval, or if additional info becomes available.